Event description:
Pt received 3 to 4 burns, in the area of the electrodes, during an ifc treatment.

Manufacturer narrative:
Service tested the device and all specifications were met. Labeling was reviewed and is adequate.